Event description:
Patient required replacement of pattelar button prosthesis due to worn areas on component causing recurrent dislocation x l year. Relevant devices:zimmer, miller/galante porous titanium total knee system, femoral component;small plus right. Tibial plate 58 mm x a2mm smalldevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.